Manufacturer narrative:
Product complaint #: (B)(4). Batch #: r5900w. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that while using the pph03 stapler, after precompression and firing the device the staple line was formed incorrectly resulting in bleeding and ultimately correcting the staple line with manual suture. Surgery was delayed 30 minutes. Use of manual suture to close the staple line. There were no patient consequences reported. Additional information was provided indicating that the staples were malformed, the procedure was extended because the surgeon had to close the staple line with manual suture. The patient status is unknown.